Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an escape basket was to be used in the kidney for a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during preparation, upon opening the basket, one of the basket wires was found broken off. The procedure was completed with another escape basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".